Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician found that the flexima biliary stent could not be released. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; stent kinked and guide catheter broken.

Manufacturer narrative:
Investigation results of stent kinked. Investigation results of guide catheter broken. A visual evaluation found the guide catheter detached, bent/kinked and stretched. The stent was kinked at the base of the proximal barb. No anomalies were found with the suture and suture hole. The push catheter had bends in several locations throughout. A functional evaluation for stent deployment could not be performed due to the returned condition of the device. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the stent and catheters. With the stent and catheters bound by kinks and bends, the device would fail to deploy the stent. Force to deploy the stent likely caused stretching in the guide catheter, ultimately breaking it. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot